Manufacturer narrative:
The returned leep vu_max large speculum was thoroughly investigated by our service and repair department. The investigation revealed the coating insulating properties were intact. The returned unit was put through a hi-pot test and passed. Visual examination revealed the coating was scratched, but functional and within specification. Although there is no mention of the use of topical or other medical intervention, coopersurgical in an abundance of caution has chosen to file a medwatch report with FDA. (B)(4).

Event description:
Pt felt burn sensation at operative site.